Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post implant the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode complained of left side chest discomfort. Examination showed potential pneumothorax due to electrode positioning in the lateral tunneling. The electrode was repositioned, and the patient recovered well.